Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding the allegation that her onetouch ultra meter began powering off during testing. The patient reported the following information to this specialist. In 2009, the patient's meter powered off during a test. The patient, whose twice daily regimen is 1000 mg metformin and 10 mg glyburide, stopped testing but continued taking her oral medication. Two days later in the evening, the patient became "very warm and very sweaty". The patient's husband gave her candy to eat, alleviating her symptom. The patient did not attempt to test on her own meter or on her husband's meter until calling customer service three days later. Although the patient had never changed the battery, the complaint is reported due to symptoms that started after the alleged issue began and that meet criteria for serious injury. Customer service replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.